Manufacturer narrative:
Evaluation confirmed that the jaw broke off the distal end of the instrument. The instrument has a date code of nv(01/14) and it has been in use for approximately 3 years. Condition of device is consistent with damage caused by stress overload; we cannot confirm.

Event description:
This is a supplemental. We are providing evaluation of device and updating other fields as a result.

Event description:
Allegedly, during a procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The doctor immediately replaced the instrument and the broken piece was removed. The procedure was completed with no delay. The hospital reported there was no injury to the patient.